Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion exhibiting 99% stenosis located in the mid circumflex (cx) artery. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery of the device. It was reported that the device failed to cross/position at the lesion and stent deformation occurred in vivo during positioning. No patient injury is reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th distal stent wrap with struts raised. The inner lumen patency was verified with a 0.015 inch mandrel. No damage to remainder of device. Lot number confirmed to be 0008951284 and not 0008902106 as was previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter phone number (B)(6). The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. If information is provided in the future, a supplemental report will be issued.